Event description:
In 01/2006 the lay pt contacted lifescan alleging that her one touch ultra meter does not turn on. The pt normally takes 25 units of mixtard insulin in the am and 30 units before dinner in the evening. The pt had seen the battery sympbol appear on the meter display (indicating the battery had insufficient power); however, the pt didn't know what to do. The meter had not worked for at least two months; the pt had been working out of the country. He decided to take two extra units of insulin in the evening while he was unable to test. When he came home he went to see his dr who sent him to the hosp because the pt was feeling ill and dehydrated. The pt drove himself to the ER. The first result obtained on an ER device was "hi". A second test was performed on another device; the result was 37 mmol/l). (666 mg/dl). The pt was admitted to the hosp for three days and treated with an IV drip. The customer service agent (csa) confirmed that the meter battery was greater than one year old and the pt did not have a replacement battery. The meter did not turn on when the power button was pressed or when a test strip was inserted all the way into the test strip holder. The meter, and control solution were replaced. The complaint is reported as an adverse event because the pt was unable to test with the meter and as a result was unable to note the properly adjust this insulin dosage. He subsequently suffered hyperglycemia requiring hospitalization.